Manufacturer narrative:
This is the first known complaint relative to wire breakage with this device. Customer is a new user. Alto is working with the customer to understand conditions of use to better understand the circumstances. Evaluation of dhrs found nothing unusual. Raw material receipts were inspected and nothing unusual was found. There have been no changes in specifications, suppliers or manufacturing methods or personnel. Device not returned by customer.

Event description:
Customer reported that 3 or 4 temporary cardiac pacing wires have broken off at the keith needle stub (electrode site). Breaks were reported to have occured after 3 days, after 2 months, within one week, and one event where timeframe could not be remembered. Customer reported that the wire insulation was easily stripped and wire connected to continue pacing. Customer reported "minimal to no harm" but reported it as a "precursor safety event". Lot number of the product was unknown. However, based on shipping records, lot had to be either: 0662a, 0664a or 0669a.